Event description:
A valiant captivia stent graft system was implanted in a patient for endovascular treatment of a chronic dissection in the thoracic aorta. Vessel morphology was reported as the proximal start of the false lumen was in zone 3. The diameter of the proximal aortic neck was 23 mm and the length was 18 mm. A revascularization of brachiocephalic trunk was performed prior to on the same day as the index procedure. The lsa was intentionally covered and the stent graft was implanted in zone 1. The stent grafts were successfully implanted without issue. It was reported that following day, the patient experienced a cva/stroke. The investigator indicated that the cva/stroke was not device or procedure related. The patient was treated with medication and the cva/stroke was resolved. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, conclusion: off-label, unapproved, or contraindicated use - (implanting the device in zone 1).